Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.   Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the physician suspected that the vessel dissection was correlated with the entrapment between the implanted 3.50 x 16 synergy¿ stent and the stent delivery system (sds) of the 3.50 x 28 synergy¿ stent during its withdrawal attempts.

Event description:
Same case as MDR ID 2134265-2015-02595 and 2134265-2015-02596. It was reported that vessel dissection occurred. After successful treatment of the left anterior descending artery (lad), multiple stenosed target lesions were identified in the tortuous ostium to the distal segment of the right coronary artery (rca). The distal lesion was predilated and a 3.50 x 16mm synergy¿ stent was implanted in the proximal rca. Post dilation was then performed and a 3.50 x 28mm synergy¿ stent was selected for implantation in the distal rca however during preparation of the device outside the patient, it was noted that the stent was elongated and was not well crimped on the stent delivery system (sds) balloon. This stent was not used and exchanged for another 3.50 x 28mm synergy¿ stent. This 3.50 x 28mm synergy¿ stent was advanced however difficulty crossing the distal rca was encountered due to vessel tortuosity. An attempt was made to withdraw the device but the device was not able to be removed as it was trapped in the proximal segment of the artery into the previously implanted 3.50 x 16mm synergy¿ stent. After several attempts of pushing and pulling the sds and with movement of the guide catheter, the 3.50 x 28mm synergy¿ stent was able to be removed from the patient. Upon removal it was noted that there were some raised struts on the stent. It was also noted that there was a vessel dissection after the recently implanted 3.50 x 16mm synergy¿ stent. A non bsc stent was then deployed as a bail out stent to cover the dissection and the procedure was completed. No further patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.